Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error with an error code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with comprehensive instructions for resetting the pump, and after the reset, the error did not reoccur. The caller successfully started their sensor session.